Manufacturer narrative:
Additional information: the reported event of patient notifier anomaly could not be confirmed. The patient notifier was tested in the laboratory, and it activated normally.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition.